Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a shunt placement procedure, the surgeon was unable to navigate. They had just brought in the surgical lights and after that, they were unable to see any instruments. The surgeon opted to discontinue the use of the navigation system and proceed. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.